Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was not detected on the bus. The field service engineer (fse) shut down the medstation and removed the back panel. The row board cable was disconnected and reconnected from the drawer control board and cubie trays. The back panel was then secured, and the station was powered back on. Functional testing was performed using the hardware test application and the medstation application, with successful results. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.